Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, an upstream occlusion alarm was not reproduced. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of range upstream sensor. The ultrasonic sensor requires replacement to address this issue. During evaluation the device experienced an undetected upstream occlusion. The cause was identified to be an out of range upstream sensor. The ultrasonic sensor requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.